Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during procedure a hole was observed on the balloon guide catheter. There were no reported clinical consequence to the patient due to this event.

Manufacturer narrative:
Product available - corrected to reflect receipt of the device. A review of the device history record could not be performed because the lot number was not reported and it could not be obtained. Analysis of the device revealed that the shaft was slightly wrinkled on several places along its proximal and distal shaft. In addition there was a hole (puncture) in the balloon. No other anomalies were observed. During function evaluation the balloon leaked due to the hole in the balloon. Information available indicated that the device was confirmed to be in good condition after unpacking and preparation, the balloon was prepared as per the dfu, no resistance was encountered during advancement of the device through the access catheter, continuous flush was maintained, and the device was not advanced through a heavily calcified vessel. Based on the information available the exact caused for the reported issue and observed damage to the device cannot be determined.

Event description:
It was reported that during procedure a hole was observed on the balloon guide catheter. There were no reported clinical consequences to the patient due to this event.